Manufacturer narrative:
The investigation was completed. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. There were no data logs returned. Clinical details state that there was a motor current high pump stop and several attempts to restart. The product was returned and there was a large purge gap. No other abnormalities were observed. The product was run for 10 days. Per the cp c9 design trace matrix the design life for the cp is 8 days. Based on the clinical details and returned product analysis, the root cause of the pump stop is due to bearing wear that occurred beyond intended design life.

Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. The instructions for use for the impella cp with smart assist system states the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.

Event description:
The complainant reported that a patient in the EU with acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed ventricular tachycardia (vt), requiring repeated defibrillation. Clinical staff reported a red alarm with the message "pump stopped, mc high." Multiple unsuccessful restart attempts were made. The device position was verified, and impella support was adjusted to p9. The patient remained on impella support.